Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was tested alternating current (ac) power was connected, the unit was powered up and passed the power on self-test (post). The battery charge indicator showed 1% battery charge. The ac power was disconnected, the display went black and was unresponsive. The shut down was determined to be caused by battery depletion. The power back battery and the emergency backup battery were replaced and the device passed all testing. The reported event was duplicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ht70 ventilator display screen went black and was unresponsive. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.